Manufacturer narrative:
(B)(4).the returned product met specification as received. The jaws could be opened and closed easily when forward pressure was applied to the handle. The jaws did not stick and the latch did not lock up when activating on porcine tissue. The blade moved smoothly in the knife track and returned to home position properly. The investigation found the device to function normally.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue during a laparoscopic hysterectomy. This occurred 40 minutes into the procedure. The device was removed by resecting the tissue adjacent to the jaws. There was no injury to the patient.